Event description:
The surgeon reported that the system may have given an incorrect lens measurement. The customer is not sure whether it was a machine error or the wrong formula was chosen, and calculated by the consultant. No pt injury was reported by the customer.

Manufacturer narrative:
The company service rep examined the system with no problems found. The system was then tested and met all product specifications. The root cause of the pt event cannot be determined in this investigation.